Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged. The protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely that the protector of the video cable section was cut, which most likely led to the reported allegation. Regarding the additional finding, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic experienced cut/tear damage to the lg tube. The issue occurred during service or maintenance. There were no reports of patient involvement.